Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of capturing problem was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found no anomaly on the helix, the helix length was within specification. Further analysis performed, including output verification found no anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited high capture thresholds. The physician attempted to implant a second lp. The second lp was unable to be interrogated over conductive telemetry. The implant attempt was abandoned. The patient was in stable condition.